Manufacturer narrative:
Product event summary (B)(4) - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead with rv noise oversensing on electrogram. Also analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with sics up from 14/day to 20/day between prior to last session and last session.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (B)(6) 2010, 5524 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that there was oversensing noted on the right atrial (ra) lead and right ventricular (rv) lead in some monitored arrhythmia episodes. The short v-v interval count was 4671 over the prior 8 months. The noise was able to be reproduced on both leads with pocket manipulation and isometrics. The ra and rv leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.